Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge post-market clinical study. It was reported that left bundle branch block (lbbb) and complete heart block(chb)occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure, the subject developed left bundle branch block and chb. Neither diagnostic test was performed, nor any action was taken to treat the event of lbbb. Hospitalization was prolonged and the event of chb was treated medically. The lbbb was considered recovered the following day. Four days post index procedure, a new dual chamber permanent pacemaker was implanted successfully. Five days post index procedure, the event of chb was considered to be recovered and the subject was discharged on the same day home on dabigatran. It was further reported that on the same day as the index procedure, the subject also had a ventricular escape rhythm in conjunction with chb. Event electrocardiogram(ECG) on the same day revealed doubtful regular rhythm and left bundle branch block repeat ECG revealed sinus bradycardia with lbbb. One day post index procedure, the chb with ventricular escape rhythm was recovered spontaneously to a nodal escape rhythm. The previously reported permanent pacemaker was recommended since pauses were noted up to 6 seconds.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and complete heart block(chb)occurred. Prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed, and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). Next, subsequent deployment of a 27 mm lotus edge valve involved successful repositioning of the lotus edge valve with complete re-sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure, the subject developed left bundle branch block and chb. Neither diagnostic test was performed, nor any action was taken to treat the event of lbbb. Hospitalization was prolonged and the event of chb was treated medically. The lbbb was considered recovered the following day. Four days post index procedure, a new dual chamber permanent pacemaker was implanted successfully. Five days post index procedure, the event of chb was considered to be recovered and the subject was discharged on the same day home on dabigatran.